Event description:
A malfunction alarm was reported, identified by the code malf 24, and the fault ID (B)(6). There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer and provided instructions on how to put the malfunctioning pump into storage mode before returning it. The customer chose to use multiple daily injections as backup therapy and was advised on the steps to take upon receiving the new pump, acknowledging the instructions given.